Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Updated to reflect correction and device evaluation. Device evaluated by manufacturer?' Has been updated to 'yes'. Updated to include the investigation results.

Event description:
The customer reported receiving a "sensor end" error message after a day of wearing the adc freestyle libre sensor and was incapable of monitoring his blood sugar. On (B)(6) 2019 the customer experienced symptoms of ¿cold and clammy¿ and had contact with a healthcare professional and was diagnosed with hypoglycemia. The customer was treated with glucose intravenously and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0009r4p94 has been returned and investigated. Visual inspection has been performed on the returned sensor,no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was observed to be properly seated. Removed sensor plug assembly and performed a visual inspection; no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required. This also serves as a correction report. The following sentence should have been documented as follows. (The DHR (device history review) for the fs libre sensor and fs libre sensor kits was reviewed and showed the fs libre sensor and fs libre sensor kits passed all tests prior to release.

Event description:
The customer reported receiving a "sensor end" error message after a day of wearing the adc freestyle libre sensor and was incapable of monitoring his blood sugar. On (B)(6) 2019, the customer experienced symptoms of ¿cold and clammy¿ and had contact with a healthcare professional and was diagnosed with hypoglycemia. The customer was treated with glucose intravenously and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "sensor end" error message after a day of wearing the adc freestyle libre sensor and was incapable of monitoring his blood sugar. On (B)(6) 2019, the customer experienced symptoms of ¿cold and clammy¿ and had contact with a healthcare professional and was diagnosed with hypoglycemia. The customer was treated with glucose intravenously and no further treatment was reported. There was no report of death or permanent impairment associated with this event.